Manufacturer narrative:
Case: (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the pro140 device was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
It was reported that on (B)(6) 2018 a patient underwent an on-pump mini mitral procedure with left atrial appendage management. The patient was heparinized. While the surgeon was attempting to place atricure pro clip on the appendage, he noted a tear in the appendage with bleeding. A sternotomy was performed to stop the bleeding and fix the left atrial appendage tear. The pro140 clip was placed successfully. This event is a procedure related complication. There was no reported device malfunction.